Event description:
The manufacturer received information alleging a ventilator service required condition occurred. The device was replaced with the same model at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check on the device. The error logs confirmed the issue on the device. During evaluation of the device, there was dirt on the flow sensor causing the issue to occur on the device. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was dirt in the blower assembly and inline filter. The parts were replaced on the device. After replacing the parts on the device, a final and run-in tests were performed, a battery and valve checks were performed, and the device was operational. The device was cleaned.